Event description:
It was reported that the pump failed volume test. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed that the expulsor positioning was offline. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be over specifications. It was determined that the most probable cause was due to an over specification expulsor. As a result, the expulsor was trimmed and standard preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.